Event description:
On (B)(6) 2012 the patient claimed that insulin leaked out of the cartridge into the cartridge compartment. She said she noticed a puddle of insulin in the compartment. It was said that insulin is seen below the black o-rings on the bottom of the cartridge. The patient denied moisture or leakage from the top area of the cartridge. The patient stated that she did not notice anything unusual when she filled the cartridge and she confirmed that she filled the cartridge per instructions. She said that she placed this cartridge into the pump on (B)(6) 2012 and had elevated blood glucose (bg) for one and a half days until she replaced it. The reporter noted bg readings between 200 and 350mg/dl during that time period with thirst and frequent urination. She denied the presence of ketones and corrected the elevated bg with the pump after replacing the infusion set and cartridge. This complaint is being reported because the patient experienced bg excursion with symptoms after the alleged leakage of insulin from the cartridge.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The patient noted that she does not have the packaging and does not know the lot number of the cartridge. The cartridge has not been returned to animas for evaluation. No conclusion can be made at this time.